Manufacturer narrative:
This report is submitted on august 02, 2021.

Event description:
Per the clinic, the patient was placed under monitored anaesthesia care (mac) on (B)(6) 2021, in order to perform skin revision and to replace the abutment. The implanted device remains.